Event description:
I woke up in august with my pain, swelling, burning, itching, and "crustiness" in my right eye and itching in my left eye. I went to the doctor and was diagnosed with conjunctivitis in both eyes. I had not been around anyone with conjunctivitis so I was confused as to how I contracted it. Then I realized that I had run out of contact solution a few days before, and my husband picked up some solution for me at the local store. They did not have a name brand solution, only a generic brand. This is the only place I can figure that I contracted conjunctivitis. The bottle does not have a brand name on it. However, this is the info on the back is as follows: expiration date 2010-04, lot # gd8034. I am not sure if the solution is not sterile as it's supposed to be. The protective seal was intact on the bottle. I previously contacted the cdc and they suggested I contact the FDA. Thank you in advance for your help with this situation. Frequency: daily. Route: ophthalmic. Dates of use: 2008. Diagnosis or reason for use: contacts. Event abated after use stopped or dose reduced? No.